Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/22/2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. A root cause could not be determined."